Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a pairing failure between the transmitter and receiver occurred. No additional patient or event information is available. The receiver has been received for evaluation. An external visual inspection was performed and the receiver passed. A receiver charge and boot test was performed and the receiver passed as it charged and booted. The receiver share logs were downloaded and reviewed and the receiver passed. A functional test was performed on the receiver and it passed all relevant tests. The customer complaint of pairing failure was not confirmed. The root cause could not be determined. The reported issue of pairing failure is reportable based on the finding of permanent connection loss.